Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 9/17/2019.

Event description:
No additional information received from customer.

Event description:
In addition, it was reported that after the subject device was dropped, the camera was leaking.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information reported by the customer, and add corrected information: updated field: b5. Corrected field: e3 - occupation: from: other health care professional; to: third party servicer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
B3 - date of event: "august 2024". The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was dropped. After that, the coupling where the lens connects came apart, and had a small crack in it, as well. The issue occurred when the subject device was put on a trolley and was accidently knocked off the trolley. There were no reports of patient involvement.